Event description:
Procedure type: urological. According to the reporter: following a pelvic organ prolapse, the pt allegedly experienced significant mental and physical pain, permanent injury and loss of a bodily organ system. The pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B) (4). MDR ref.#: 9615742-2010-00009 (avaulta anterior biosynthetic support system). Bard MDR ref.#: 1018233-2010-00029. Note: this report corresponds with bard's report #: (B) (4) for an "avaulta posterior system," (B) (4).